Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule fell off of the delivery system. No serious injury to the patient was reported.